Event description:
It was reported that during preparation for the device change-out, due to normal eri, externalized conductors were observed under x-ray. No patient symptoms were reported. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
(B)(4).